Event description:
It was reported that a month prior to the report the patient went through the airport security line and since then her symptoms had gradually gotten worse. It was noted that there was a loss of therapeutic effect and the patient had heartburn and felt nauseated whether she ate or not. It was reported that the patient had been taking oral pills for her nausea but they hadn¿t helped. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 435135, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).